Manufacturer narrative:
H6: code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
According to the gore® dryseal sheath with hydrophilic coating instructions for use, adverse events with may occur and/or require intervention including, but not limited to, vascular trauma.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses, and a gore® dryseal flex introducer sheath as an accessory in the procedure. It was reported that there was a resistance when delivering the 16 fr sheath from origin of the left external iliac artery to the common iliac artery. After implantation of stent grafts, the access angiography showed a possible dissection at the left external iliac artery. No treatment was performed since the blood flow was considered as normal. The physician commented that it was either the dissection or accordion phenomenon. Also, a proximal type I endoleak was confirmed, and the aortic extender was additionally implanted. A leak remained and decided to be monitored.